Event description:
The customer reported obtaining multiple errors on the coulter lh 780 hematology analyzer which included the tube detector light was constantly on, bellows up/down failures and the stripper plate not in/bed not forward/backward. Upon further investigation, a leak was discovered by a beckman coulter (bec) field service engineer (fse). The volume of the leak is unknown. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
The field service engineer (fse) discovered a leak from the upper sheath restrictor tubing which had damaged the sensor distribution board. The fse replaced the tubing and sensor distribution board, resolving the leak and multiple errors recovered by the instrument. Upon replacing the sensor distribution board and verifying the instrument, bar code read failure errors were generated. The fse discovered that the diluter 1 card was also damaged by the leak; the diluter 1 card was replaced, resolving the bar code read errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).